Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right atrial (ra) lead warning triggered for low impedance. Additionally, there were p-waves measuring less than one volt. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.